Event description:
No new information was received.

Manufacturer narrative:
No anomalies were found. Upon review of the analysis results, it was determined that eval code conclusion (B)(4) and eval code result (B)(4) no longer apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: neu_wrench_acc, product type: accessory. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that impedances were measured to be high after the implantable neurostimulator (ins) was replaced. Prior to the replacement procedure, there were no impedance issues. After the ins was replaced, impedances were measured to be around 3500 ohms for electrode 0 and over 40,000 ohms for all other electrodes on the right ins. Impedances were measured after the ins wound site was closed. There was no change in impedances after several measurements so the wound site was opened to check the connection between the ins and extension. The extension should have been tightened using a torque wrench, but the extension was dropped. The cause of the event was the tightening of the torque wrench being insufficient. The hcp suspected there was an issue/anomaly with the torque wrench. Since the torque wrench packed with the ins was out of the aseptic field, another torque wrench packed with the adaptor was used to reconnect the ins and extension. After reconnecting the extension, the impedance issue was resolved. There was no patient injury. The patient¿s indication for use is parkinson¿s disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.